Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit.

Event description:
It was reported that the pulse generator could not be interrogated. There was no pacing response with magnet application. The patient's intrinsic rate was 50 bpm. The device was explanted and replaced.